Event description:
The customer complained of insulin squirting out abnormally during the manual prime. Troubleshooting was performed and the customer was instructed to discontinue use of the insulin pump until a replacement could be delivered to him. During the call, the customer stated that he was hospitalized due to hypoglycemia. The customer stated that he was connected during the manual prime because he was not aware that the insulin pump was in the prime mode. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.